Event description:
A 0.2 micron filter used in pooling of electrolyte pool during tpn compounding leaked in middle of filter. Tech reports this has occurred before.

Event description:
A 0.2 micron filter used in pooling of electrolyte pool during tpn compounding leaked in middle of filter. Technician reports this has occurred before.